Event description:
It was reported that during a cryo ablation procedure, the right upper pulmonary vein (pv) still had a potential which electrical cardioversion could not convert to sinus rhythm. The mapping catheter was used and identified the atrial fibrillation in the upper chamber. Cryo ablation was attempted three more times to isolate the upper chamber without success. Radiofrequency (rf) was used and isolation of the upper chamber was successful. The case was completed using rf and the patient returned to sinus rhythm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 15594 was returned and analyzed. Visual inspection was performed, and a breach was observed on the guide wire lumen. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 24 applications on the reported event date. The impedance on the console screen was out of specification (-30mv) and (must be between [-100,-450]mv). During the electrical testing using an aet (automatic electrical tester), test 5 - pin was found to be out of specification. The value should be >1 mohms. The measured value of impedance was 27.0 k ohms and it failed the test. During the electrical testing using an aet, test 6 - pin was found to be out of specification. The value should be >1 mohms. The measured value of impedance was 27.0 k ohms and it failed the test. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.52 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.